Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. The suture broke during surgery. The surgery was delayed by 5 minutes and successfully completed. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please confirm quantity of devices to be returned. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/17/2024. Additional information was requested, the following was obtained: 1. Were there any patient consequences? If yes, please describe. Ans: unknown. 2. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Ans: unknown. 3. Please confirm quantity of devices to be returned. Ans: 1 unit. 4. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: sales rep. 5. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device was received from sales rep on 29 aug 2024 and will be shipped to cg labs by 06 sep 2024 according to weekly schedule. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.